Manufacturer narrative:
(B)(4). S.w version 2.10h. Pump was received with a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. Pump passed the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.